Event description:
It was reported that the customer was hospitalized hyperglycemia and high blood glucose. The blood glucose reading was 407mg/dl. It was stated that the customer's blood glucose was over 600mg/dl the night prior to his admission. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and the device passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.